Event description:
It was reported that the patient presented to the clinic for a scheduled follow up. Interrogation of the patient¿s pulse generator revealed the right atrial (ra) lead was over-sensing noise causing inappropriate automated mode switch (ams) episodes and the ra lead impedance measurements were noted to be low. Isometric testing performed at the clinic found the noise reproducible with left arm movement. The clinic will continue to monitor the patient and no intervention was performed. The patient was in stable condition.